Event description:
Customer reported that there was an autofill error when pumping was initiating on a patient. The customer replaced the iabp. No harm to the patient was reported.

Manufacturer narrative:
The company representative visited the facility and was not able to complete functional tests "k6, k6a, k7, k8" or "autofill calibration". The company rep. Replaced the fill manifold assembly (0104-00-0023) because the autofill calibration test was not passing. He also observed that the purge valve assembly was failing intermittently. He replace the purge valve assembly (0104-00-0026). The complaint is under investigation. The components have been received at the manufacturing facility in (B)(4), USA for further evaluation. The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. A follow-up medwatch will be submitted when new information becomes available. (B)(4).